Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient in study group underwent wide area circumferential pulmonary vein isolation catheter ablation for drug-refractory atrial fibrillation and suffered pericardial tamponade requiring pericardiocentesis, which was associated with the transseptal puncture. Title: ¿the best of two worlds? Pulmonary vein isolation using a novel radiofrequency ablation catheter incorporating contact force sensing technology and 56-hole porous tip irrigation.¿ the purpose of this study was to evaluate feasibility and safety as well as 1-year clinical outcome of pulmonary vein isolation (pvi) using a unique radiofrequency ablation catheter (¿thermocool smarttouch surroundflow¿; stsf). 75 patients were enrolled in this study. Thermocool smarttouch surroundflow catheters ablation catheters were used in this study, however catalog and lot number were unknown.